Event description:
It was reported while using bd intima-ii¿ closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, when the patient had a chest CT enhanced scan due to chest disease, a closed venous indwelling needle was used for venipuncture to inject contrast medium at high pressure. During the process of injecting contrast medium, it was found that the contrast medium leaked, and the injection could not be continued. Immediately stop the bolus injection of contrast agent. The inspection found that the plastic joint of the closed venous indwelling needle was broken. Pull out the indwelling needle immediately and give a new venipuncture using the closed venous indwelling needle. Send back to the ward. This incident caused the pain of the patient's second puncture, and caused the waste of liquid medicine.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2054813. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii¿ closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2023, when the patient had a chest CT enhanced scan due to chest disease, a closed venous indwelling needle was used for venipuncture to inject contrast medium at high pressure. During the process of injecting contrast medium, it was found that the contrast medium leaked, and the injection could not be continued. Immediately stop the bolus injection of contrast agent. The inspection found that the plastic joint of the closed venous indwelling needle was broken. Pull out the indwelling needle immediately and give a new venipuncture using the closed venous indwelling needle. Send back to the ward. This incident caused the pain of the patient's second puncture, and caused the waste of liquid medicine.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary - since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.